Manufacturer narrative:
Correction: in review of the file, a correction is required because the initial emdr did not include the proper verbiage to justify the product not being returned. The following has been updated accordingly: it was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, the patient complained that she was promised to be able to read without glasses, however, the patient is having to use 1.25 reading glasses. Post-operatively at a follow up visit on (B)(6) 2017, the patient's visual acuity was 20/20-2 with an intraocular pressure of 19. At a follow up visit on (B)(6) 2018, the patient was diagnosed with mild epithelial basement membrane dystrophy (ebmd) and prescribed muro 128, 5% eye drops (1 drop in each eye four times per day). The patient's visual acuity in the left eye was 20/30-2 with an auto refraction of 0.50 x 0.50 x 50 and a manifest refraction of 0.25 sphere with visual acuity 20/25+1. Also, the patient's near vision test results were j3. At a follow up visit on (B)(6) 2018, the patent's visual acuity in the left eye was 20/30+2 with a manifest refraction of -0.75 sphere, add 1.50 with visual acuity 20/20. Also, the patient was told it was okay to use over the counter glasses +1.00. At a follow up visit on (B)(6) 2018, the patient's visual acuity in the left eye was -0.75 sphere with visual acuity of 20/20-2 with an intraocular pressure of 15. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.